Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a failed battery test as well as hardware low level alarm. The blood glucose level was 109 mg/dl. Customer stated that they did not receive low battery alert. Customer was assisted self-test for hardware low level twice and it observed that the first time was passed and the second time it did not passed. Customer also complained for calibration not accepted and change sensor. The product will return for the analysis.